Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with three remaining clips. A clip was jammed under the cover near the jaws. Microscopic evaluation of the instrument noted the clip channel cover was cracked. Functional testing found that the handle was cycled, and the clip ejected from the jaws. It was reported that the clips did not load properly and the device component was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the distal end of the instrument is subjected to excessive manipulation during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic kidney procedure, the clips kept misfiring, the device shot clips around the abdomen upon gripping the handle, and loose clips were retrieved from the abdominal cavity. Another clip applier was used to resolve the issue. No patient complications have been reported as a result of this event.